Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the pump would stop working during the prime step. It was reported that the pump was not priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the pump's black box showed that the pump attempted to perform a prime function on (B)(4) 2014 at 16:34. At time of the prime step, the pump had an occlusion with an unidentified high force. The pump was exercised for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings were duplicated. The pump's force sensor passed a calibration check. During investigation, multiple prime step functions were performed with no errors or malfunctions being duplicated. No abnormal functions were observed. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.